Event description:
Customer called stating that segments were missing from the display of their meter, sometimes. Upon further discussion, it was determined that the segments were visible when the meter was counting down and when it gave a reading but the segments were missing when the screen is showing a "f" code or last reading. The customer was asked to return the meter for eval. A replacement meter was provided and the customer was invited to call 24/7 with any future questions/concerns.